Manufacturer narrative:
H6: 1494 device code clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the calcified right common femoral artery was done with a prostyle device using the pre-close technique via a 6f sheath hole prior to transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly post procedure, as the blue suture was being pulled, the entire suture, with the formed knot, came out. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received. Returned device analysis noted that the knot and loop were not formed, and the knot was unraveled. Additional follow up with the account confirmed that the correct failure was a cuff miss [suture retrieval issue], which occurred prior to the completion of the tavi, while the physician was attempting to deploy the device. The physician then opted to have the cutdown performed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Only one prostyle was used to close a puncture exceeding 8f. For sheath sizes greater than 8f, at least two devices are required. In this case, the instructions for use (IFU) deviation would not have contributed to the reported difficulties; therefore, notification is not required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 2616 removed.